Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable was cleaned and greased. The sys was tested and found to be working as intended and put back into service.

Event description:
It was reported the system shut down attributed to the tube overheating. There are no reports of pt injury or death associated with this event.